Event description:
It was reported that a large volume intermate ruptured. This was observed 20 minutes after the start of infusion using 1g imipenem/cilastatin and 200ml 0.9% sodium chloride. The patient did not receive the entire treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.